Event description:
Information received by medtronic indicated that, customer experience high blood glucose, and also reported battery cap damage and sg vs bg. The blood glucose value at the time of incident is 465mg/dl. Current blood glucose value is 249mg/dl. Customer got admitted at hospital and treated with IV insulin drip. Customer also reported headache, thirsty due to high blood glucose. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was on auto mode at the time of the incident. Troubleshooting were performed for high blood glucose and advised to change complete set, insulin and reservoir. Customer declined to troubleshoot sg vs bg. The replacement battery cap was sent for battery cap damage. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 5.2a. Retainer ring = black. Customer returned pump for an alleged battery cap contact missing/damaged, blank display, possible under delivery and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs and infusion set cannula anomaly/bent cannula found on (B)(6) 2022. Unable to confirm infusion set cannula anomaly/bent cannula due to pump received without the original infusion set. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. The pump was monitored for several hours, and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of daily total of bolus insulin delivered: (34.9 u). (B)(6) 2022 11:26:07.000 normal bolus delivered (220). Normal bolus amount programmed: 45000 (4.5 u). Bolus amount delivered: 45000 (4.5 u). (B)(6) 2022 15:53:31.000 normal bolus delivered (220). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). (B)(6) 2022 17:35:11.000 normal bolus delivered (220). Normal bolus amount programmed: 75000 (7.5 u). Bolus amount delivered: 75000 (7.5 u). (B)(6) 2022 18:24:57.000 normal bolus delivered (220). Normal bolus amount programmed: 45000 (4.5 u). Bolus amount delivered: 45000 (4.5 u). (B)(6) 2022 18:37:11.000 normal bolus delivered (220). Normal bolus amount programmed: 65000 (6.5 u). Bolus amount delivered: 65000 (6.5 u). (B)(6) 2022 20:35:55.000 normal bolus delivered (220). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). (B)(6) 2022 23:17:11.000 normal bolus delivered (220). Normal bolus amount programmed: 49000 (4.9 u). Bolus amount delivered: 49000 (4.9 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery. Alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 06:39:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:11:06.000. (B)(6) 2022 16:21:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 16:10:00.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:10:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 9:45:59 pm. There was no power data available for the date of (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert and power loss alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm infusion set cannula anomaly/bent cannula due to pump received without the original infusion set. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report in section h6 under health effect - clinical code & health effect - impact code. The missed information has been provided in section h6 with this report